Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during preparation/prior to procedure of pulmonary vein isolation de novo, a faradrive steerable sheath was selected for use. After transseptal puncture, the physician introduced the farawave catheter into the sheath and aspirated as usually. But the valve pulled air constantly so that the sheath could not be successfully aspirated (visible air inside the sheath and the flush line). It was attempted to put a wet towel around the valve/farawave and aspirated again. This time it was successful. Thus, it was concluded that the valve was leaky and decided to swap the sheath for a new one. The new sheath did not show any issues. The procedure was completed and no patient complications occurred.